Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was experiencing blurry vision. He stated his vision was much better before his iol implant. The consumer called back to report that his surgeon told him that the calculation and measurement used were not correct and his lens needed to be rotated. The consumer called back again to report that his lens was exchanged for a monofocal lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. Additional info was received from the consumer on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).